Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
H6: component code: mechanical (g04) - provisional bottom. Visual examination of the returned product found them to exhibit signs of repeated use and were fractured complaint was confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The ztr documents the summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was discovered fractured during inventory inspection. No adverse events were reported as a result of this malfunction.